Manufacturer narrative:
The event took place outside of the united states (in (B)(6)) and was associated with a product that is also cleared for the market within the united states.

Event description:
Revision surgery due to instability occurred (B)(6) 2020. Reversed adapter and 40/+9 humeral cup were implanted. Date of primary surgery and information about explanted products are unavailable.